Event description:
The complainant reported an underdelivery. The intended delivery rate was 600 ml over 8 to 10 hours. The actual delivery was 400 ml.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from this source.